Event description:
It was reported to st. Jude medical that noise was observed on the electrograms resulting in inappropriate therapies. The noise was not reproducible during the follow-up visit. X-ray and fluoroscopy did not show any lead anomaly so the ICD was explanted.